Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had the ceramic tip spins and did not stay static. The issue occurred during inspection for use of the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Corrected field: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during unspecified procedure. The user was using transurethral resection set when the ceramic tip issue was noticed. The intended procedure was completed with unspecified slight delay. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.